Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise resulting in multiple inappropriate shocks. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.